Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4), implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
The patient reported thinking that the device was not working, but after going to the pacemaker center the device had "reset itself". The patient felt like "felt like the pacemaker was wiping me, felt like it got stronger and stronger through the night, felt like my pacemaker was jumping through my chest." Follow-up with the physician's office determined that there was no indication that the device ever experienced a reset, per the patient's chart. The patient was seen in recent days, with the device functioning normally and no issues or patient complications the device remains in use. No patient complications have been reported as a result of this event.

Event description:
The patient reported thinking that the device was not working, but after going to the pacemaker center the device had "reset itself". The patient felt like "felt like the pacemaker was wiping me, felt like it got stronger and stronger through the night, felt like my pacemaker was jumping through my chest." Follow-up has been initiated to clarify the nature of any performance issues. If any additional performance information is received, it will be submitted via a supplemental report. The device remains in use. No patient complications have been reported as a result of this event.